Manufacturer narrative:
Nova biomedical is awaiting the return of the test strips for evaluation. If any significant findings are a result of their evaluation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's blood glucose test strips would not pull in a blood sample. As a result, he went to bed not testing his blood sugar and subsequently experienced a grand mal seizure in the night biting his tongue. No additional medical intervention following the event was reported and the following day the consumer reportedly felt fine. Replacement test strips and control solutions were sent to the consumer and the test strips will be returned to nova biomedical for evaluation.